Event description:
Repair center alleged the unit is alarming/red light and that the pilot valve is not shifting.per independent repair statement the unit is alarming or red light. Key failure was the pilot valve was not shifting. Additional malfunctions were the tie wraps were defective.